Event description:
It was reported that pump displayed malfunction code malf 01 and could not be reset, with no notable events occurring before malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, and arranged use of replacement pump to ensure insulin delivery, while technical support confirmed shipping details and provided instructions related to pump transport and return.